Event description:
Additional information received reported that the patient had no concerns with her device or therapy. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust her stimulation. It was noted that the patient 'turned on her device in the morning and saw the triangle with power on reset (por).' It was further noted that the patient programmer was displaying the 'call your doctor' icon. The patient outcome was not reported. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was further reported that the por was cleared on (B)(6) 2012. The patient was not hospitalized and there were no injuries noted.